Manufacturer narrative:
Analysis found the unit with failed battery test after battery insertion due to corroded battery tube. Analysis was unable to test for motor error alarm or perform the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests. The motor passed motor test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that they received no delivery alarms and motor error alarms. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.